Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to atrial fibrillation. Review of the episodes had noted oversensing and undersensing as well. The s-ICD was reprogrammed and remains in service. The patient reported experiencing some dizziness and palpitations but there were no adverse patient effects reported.